Event description:
A pt reported experiencing inaccurate erratic results with a surestep original meter. The pt's blood glucose results were 265mg/dl, 165mg/dl, 250mg/dl. Tests were done < 10 minutes apart with difference of 26%. Pt did not experience any experience any adverse events. No further info has been reported.